Event description:
About 10-15 minutes into a pacemaker generator change out procedure, while utilizing the pulsar system, the pacemaker was pacing however the current was not making its way to the patient¿s heart and the patient began to flat line. This situation occurred again when the pulsar system was not activated. Upon replacement of the patient¿s pacemaker the previously described situation did not occur and there was no further patient impact. It was noted by the doctor that he did not feel the plasmablade was the cause of the issue.

Manufacturer narrative:
(B)(4). Generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.